Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced hypoglycemia. The customer blood glucose level was 32 mg/dl. Customer stated that she had seizure today and mostly sleeping the whole day. Customer had symptoms such as mental confusion and belligerence numbness of face. The customer was assisted with troubleshooting. The customer was treated with food and glucose tablets other glucagon for low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that they did alleging insulin pump for over delivery, because they had low while pump was suspended. Customer stated that drive support cap was normal. Customer was offered troubleshooting for battery issues and declined for battery issue. The insulin pump will be returned and reservoir will not be returned for analysis.